Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. Device passed 142 hours of testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator failed to ventilate during patient set up. The customer confirmed that there was no patient involvement associated with the reported issue.